Manufacturer narrative:
The lead was returned due to an infection. There were no malfunctions found during visual examination. No other anomalies were noted. The sterilization records were reviewed, and no evidence of abnormal sterilization cycle was found.

Event description:
It was reported that the patient had an infection due to their implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. The ICD and rv lead were explanted and replaced. The patient's condition was unknown.